Event description:
It was reported by sale rep that during knee surgery ,surgeon try to push tibia insert into tibia tray but tibia insert couldn't locked with tibia tray so that surgeon decided to change to the new one. The operation was completed successfully and no surgical delayed.

Manufacturer narrative:
Reported event an event regarding seating/locking issues involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection of the returned device noted the following: device had notable damage consistent with attempted implantation. No other remarkable observations were noted. Material analysis of the returned device noted, damage observed on the insert consistent with attempted implantation. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there has been no other similar events for the lot referenced. Conclusions: material analysis of the returned device noted the following: damage observed on the insert consistent with attempted implantation. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured, and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by sale rep that during knee surgery. Surgeon try to push tibia insert into tibia tray ,but tibia insert couldn't locked with tibia tray so that surgeon decided to change to the new one. The operation was completed successfully, and no surgical delayed